Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. Per reporter volume was 568 stop volume 10.3, measured volume 59 and the calculated under infusion was 8.7 percent. No adverse patient effects were reported. No additional information is available at this time.